Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified and 99% stenosed diagonal of the left anterior descending artery. A 2.25 x 12 mm trek balloon catheter was being advanced to the lesion when there was resistance advancing through the implanted stent; however it did cross. The balloon was prepped inside the patient at this time and during the first inflation, the balloon ruptured at 8 atmospheres. A new trek balloon catheter was successfully used for dilatation. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough,sion; guide cath: heartrailjl4 6f,sion. Incorrect prep. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. It should be noted that rx trek cdc instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Based on the information reviewed, there is no indication of a product deficiency.